Event description:
Patient came to cardiologist's office for a routine check where the ICD was found to be inactive. The patient was known to have runs of ventricular fibrillation which did convert spontaneously. The cardiologist scheduled an emergent explant and replacement of the device. The company rep took the device for review. Letter from medtronic received that requested a medwatch report.